Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for unknown quantity of unknown steel implant(s)

Event description:
Patient was injured and implanted with unknown steel hardware on an unknown date. It was reported that a possible allergic reaction to an unknown material occurred. Reporter stated that the device may be a synthes product. No further information is available at this time. This report is for an unknown steel implant. This is report 1 of 1 for complaint (B)(4).